Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h4, h6 (type of invs., invs. Findings & conclusion) , h10. At this time, the customer has not requested for getinge to evaluate the unit involved in this event. A getinge field service engineer (fse) spoke with the customer's biomed. The fse was informed that the customer had a set of broken ECG leads. No visit was required. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that they were unable to get the EKG's out of the cs300 intra-aortic balloon pump (iabp) unit . It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.